Event description:
It was reported that the patient presented for a procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2024. Patient was stable.